Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit and dka. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was treated with an intravenous fluids (insulin drip) for first two days and then on the third and fourth days, the patient was moved to a room where she was not treated with anything else. The patient did not know if any other medications were administered. The patient is now using levemir, a long lasting insulin and also humalog which was given by injection.